Event description:
It was reported that the patient indicated the ams implanted product he used was damaged. Boston scientific has been unable to obtain additional information regarding the circumstances.